Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with low amplitude noise that was seen on the atrial lead. Programming changes were made to correct the issue. The patient was stable.